Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the surgeon was trialing and during removal of the instrument from the incision sight, the instrument broke. There was no impact or consequences to the patient. Attempts have been made and no further information has been provided.